Manufacturer narrative:
A review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm3815705 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 27 jul 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the x25 final tightener (p/n: 279712600, lot #: gm3815705) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the tip was stripped. The stripped/worn condition of the distal tip is consistent as an end-of-life indicator for the device. No other issues were identified during the inspection. Functional test: a functional test was not performed on the returned device as it was returned by itself but the stripped condition might have caused the functional issue. Complaint confirmed? Yes. Conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during an overhaul of trays, a number of torque drivers were discovered to be at the end of their life and were no longer useable. This report is for one (1) x25 final tightener. This is report 4 of 5 for (B)(4).